Event description:
An eyecare professional reported a pt had developed a central corneal ulcer (at 3 o'clock position) in his left eye associated with wear of focus night and day contact lenses. The pt experienced pain of unknown intensity and was referred for treatment at a hospital based facility. The lesion was cultured, but the results and the prescribed treatment are unknown. The report states scarring is expected. Pre-event visual acuity reported as 6/12, os.